Manufacturer narrative:
H4: the lot number of the subject device was not provided, therefore the manufacturing date could not be determined. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device was not returned for evaluation, the reported event could not be confirmed and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hdtv video cable (4m) with the monitor, the endoscopic image, and letters on the monitor on the trolley turned blue. A face-to-face monitor was also used, the letters were white, but the endoscopic image was blue (this also occurred when the cable was touched behind the monitor). A similar phenomenon occurred by shaking the cable. There were no abnormalities during device inspection. The issue occurred during the diagnostic procedure (upper screening test), and the procedure was canceled because of the phenomenon. There was no patient harm associated with the event.